Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cag (coronary artery graft) room. The md inserted the spring wire guide (swg) into the patient's right femoral artery. While attempting to use the sheath, the tissue dilator tip was found damaged. Another cl-07645 was retrieved and used successfully. There was no patient death, injury or complications. Medical / surgical intervention was not required. There was no reported delay or interruption in the procedure. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Additional information received on 19aug2015 stated that the md found the dilator tip was damaged prior to use. The md used the same spring wire guide which was already inserted into the same insertion site for the insertion of the second (B)(4). Device evaluation: returned for evaluation was a saf (super arrow-flex) sheath and dilator. No damage was noted to the sheath or dilator upon initial visual inspection. Under microscopic inspection, the tip of the dilator appeared typical. The inner diameter of the dilator tip was measured and met specifications. No device history record was required. The device passed dimensional and visual inspection. Conclusion: the reported complaint that the dilator tip is damaged is not confirmed. The dilator passed dimensional and visual inspection. The root cause of the complaint is undetermined.

Event description:
It was reported that the event occurred in the cag (coronary artery graft) room. The md inserted the spring wire guide (swg) into the patient's right femoral artery. While attempting to use the sheath, the tissue dilator tip was found damaged. Another (B)(4) was retrieved and used successfully. There was no patient death, injury or complications. Medical / surgical intervention was not required. There was no reported delay or interruption in the procedure. The patient outcome is listed as good.